Manufacturer narrative:
The insulin pump was received with a corroded battery cap contact and slightly corroded battery tube. The insulin pump was tested with a test battery cap and received with operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, self test, reset error test and displacement test. No unexpected blank display was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches to the display window.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 464 mg/dl. The insulin pump display was blank. The customer was wearing the insulin pump at the time of the event and was treated with manual injection at the hospital. The insulin pump was not dropped or bumped and showed no signs of physical damage. The customer stated that he sweats at work but that there was no fluid visible under the screen. The battery cap contacts were not missing or damaged. The battery compartment and spring were not damaged or corroded. After cleaning the battery cap and inserting a new battery, the display still did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.